Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 163 mg/dl at the time of the incident. The customer was trying to change the battery, they were able to replace the battery but the insulin pump did not turn on. The customer reported that the display was blank currently. The customer reported that the display was not blank less than 30 seconds and/or did not return. The customer stated that the contacts on the battery cap are neither missing nor damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.